Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had a surgery that was related to their device/therapy. No further information was obtained regarding the reason for the surgery at the time of the report. No further complications were reported.